Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via email of low blood glucose readings from the insulin pump. The customer stated that his a1c went from 7.1 to 6.4. The customer had low readings of 50 mg/dl once a week. The customer believed it might be due to him exercising and getting used to the carbs he should be taking in during and after exercise. The customer stated that occasionally he will have high readings of 180 mg/dl. The customer declined to troubleshoot.